Event description:
As reported, the patient underwent an initial total hip arthroplasty. Subsequently, the patient experienced a fractured femur during a revision surgery. During surgery, the femur was cracked getting the old rod out. This required a plate and several cables to secure the fracture and extended recovery by 8 weeks. After 2 years the pain came back and one of the cables broke. This will require another surgery.